Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. During a medical visit from (B)(6) 2014 it was reported that their device was still in place, with a battery life of 3 months and 2 broken leads, it was checked with the managing physician of this device, they were going to wait until the battery was dead so that insurance would cover replacement. No patient symptoms were reported. No further complications were reported or anticipated. [Relevant medical information: active problems: gi dysmotility, allergic rhinitis, bipolar disorder, constipation, depression, esop hageal reflux, gastric ulcer, gastroparesis (post-surgical), granulation tissue of site of gastrostomy, hypothyroidism, irritable bowel syndrome, migraine headache, peripheral neurostimulator, abdominal pain, afferent loop syndrome, bloating, dysuria, gi bleed, iron deficiency anemia, jejunostomy tube in situ, malnutrition, melena, psychosis, seasonal allergies, alleged sexual assault, arm edema, birth control, candidiasis, chronic diarrhea, chronic generalized pain disorder, complication of implanted device, controlled substance agreement, cough, cystocele with incomplete uterovaginal prolapse, delusions of parasitosis, dvt of upper extremity, gram negative bacteremia, scabies, intravenous line infection, skin wounds, neuropathic bladder, numbness, obsessive thinking, rectal prolapse, hiv screening, shortness of breath, social problems, somatic complaints, stress incontinence, systemic sclerosis, tia, vitamin d deficiency, weight loss, wheeze, yeast dermatitis, pregnancy past medical history: gastric and small bowel dysmotility, anxiety, gastric ulcer, allergic rhinitis, attention deficit disorder, bipolar disorder, congestive heart disease, depression, esophageal reflux, headache, hypotension, hypothyroidism, irritable bowel syndrome, peripheral neuropathy, seizure disorder, hyperinsulinism, elevated liver enzymes, pancreatic disorder, pneumonia, prior bowel issues, scoliosis, stroke syndrome, suicide attempt, dysuria, ear pain, pregnancy, uti surgical history: appendectomy, cholecystectomy, esophagogastric fundoplasty nissen fundoplication, gastric surgery, gastric surgery for morbid obesity, hernia repair, peripheral neurostimulator, small bowel resection, excision of lingual tonsils, tonsillectomy current medications: acidophilus, buspirone hcl, calcitriol, cetirizine hcl, clenpiq, concerta, creon, enoxaparin sodium, fentanyl, fluoxetine hcl, levothyroxine, linzess, lorazepam, magnesium, meloxicam, methylphnidate hcl, montelukast sodium, ocean nasal spray, omeprazole, pregabalin, silver sulfadiazine, triple omega, vitamin d, xifaxan, zenpep, zinc, zyrtec].

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3093-33, lot#: v394135, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 19-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient needed their ins replaced in 2014 because the leads were damaged/¿blown out.¿ the patient stated the device stopped working and was causing bowel restrictions and the small bowel blockage caused the large bowel to not function because the leads were broken. The patient noted they had the device for bladder and bowel control; severe neuropathy in the bladder and bowel. No further complications were reported.